Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements of 141 ohms. The patient would be brought in for testing. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the patient's clinic would be following the patient at routine office visits. No other changes were made. No adverse patient effects were reported. The lead remains in service.